Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented with the following: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, and they flushed the air/water nozzle with detergent solution. The device was returned and evaluated, and the customer¿s allegation of damaged insertion tube was confirmed. Device evaluation found that the connecting tube had a dent. In addition to foreign matter that came out of the nozzle finding, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a scratch, plastic distal end cover had a scratch, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, suction connector had a scratch, protector of universal cord on control section side had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, switch box had a scratch, switch 4 had wear, switch 1 had a scratch, control unit had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, due to wear of angle wire, the play of up and down knob was out of the standard value, connecting tube had discoloration, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had a damaged insertion tube. There were no reports of patient harm. During evaluation of the returned device, it was found that foreign matter came out of the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.